Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Right knee became hot to the touch [joint warmth]. Increased pain in right knee [arthralgia]. Increased swelling of right knee [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) female patient, initials (B)(6). The patient had a history of osteoarthritis of the right knee. The patient experienced increased pain and swelling in the right knee, right knee effusion and reported her right knee became hot to the touch after receiving synvisc-one. On an unspecified date, "about four weeks" prior to the date of this report, the patient received an injection of synvisc-one into her right knee. The patient reported that four days after the injection, she experienced increased pain and swelling of her right knee, which became hot to the touch and required aspiration of 50 cc's of fluid. The patient's adverse events required knee aspiration, a cortisone injection and 200 mg of celebrex daily. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.